Event description:
Pt implanted in (B)(6) 2011. Implant lost spontaneously (B)(6) 2012.

Manufacturer narrative:
Implant loss is known to occur, considered in the rmf and communicated in the pt info. There are no indications that the occurred is a result of mfg or component failure.